Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a pocket revision procedure, the pulse generator exhibited a diagnostics and telemetry anomaly. It was noted that the device was exposed to electrocautery during the procedure. After device software download, normal function resumed. The patient was doing well.